Event description:
Pt developed hypersensitivity at injection sites after collagen treatment. There has been some drainage at sites, so abscesses are a possibility, though physician has not diagnosed abscesses. Physician has prescribed oral keflex.